Event description:
It was reported the pt suffered a wet tap and complained of a headache during a trial implant procedure. The pt received a blood patch. Additional information identified the pt received a second blood patch and the pt's headache is now resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.